Manufacturer narrative:
Terumo did not receive the actual device and the complaint was not confirmed. It is most likely that the complaint was misreported; the root cause of the event seems to be the pressure monitoring equipment, causing an incomplete seal. However, the ultimate root cause is unconfirmed. No further issues were seen after the customer changed out their equipment. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the isolator line within the set is inverting flow. There were 8 occurrences of this event. The product was not changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no patient harm.